Manufacturer narrative:
The complaint was confirmed based on the circumstantial evidence that was observed in the photographs that were provided for investigation. The photos showed a 20g nexiva IV catheter with evidence of use. The tubing appeared to be bonded within the pink dual port adapter; however, the tubing does not appear to be aligned with the adapter, which may have caused the reported leak. Without the physical sample, the root cause could not be determined, and the reported leak could not be verified. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that tubing came undone and leakage occurred. Leaking tubing. Had to pull it and restick for IV. Additional information 4/13/2026: the outcome of this is they had to take the IV out and restick due to the tubing coming undone.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.